Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had an issue with false detection. An alarm would indicate that an object was detected when none were present.

Manufacturer narrative:
Evaluation summary: the console was returned and evaluated. The reported condition of false positive detection was not confirmed or duplicated. Visual inspection found no defects. Testing of the device identified no issues with detecting sponges and no false detections occurred. The investigation found the sphere to functioned normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.